Event description:
It was reported that customer's insulin pump broke and would need to be replaced. Pump information was not available and customer will call back with information for replacement. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.